Event description:
The lens rotated in the ez-28 delivery device causing the lens to come out backwards.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.